Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient's weight at the time of the event was approximately (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing compounded baclofen (4000mcg/ml at 375mcg per day). The indications for use included intractable spasticity and cerebral palsy. It was reported that telemetry confirmed that the patient's pump underwent premature elective replacement indicator (eri) on (B)(6) 2017. A printout from (B)(6) 2017 showed estimated eri to be 17 months at that time. A low reservoir alarm was also reported. The alarms were not heard until (B)(6) 2017, when a single tone alarm began sounding. On (B)(6) 2017, a double tone alarm sounded. It was noted that the patient had not missed any refills, and the next refill date was scheduled for (B)(6) 2017. The patient had no reported falls or trauma, and no symptoms were reported. It was later reported that the patient's pacemaker was moved subclavian to abdomen, within touching distance of the pump. The patient's family questioned if the proximity of the two devices could deplete the pump battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-feb-21. It was reported that troubleshooting included a manufacturer representative reading the pump in the emergency room due to the alarm going off. The cause of the premature eri and actions taken were unknown. It was suspected that the patient's newly relocated pacemaker may have been interfering with the pump, but this was unknown, and was only a suspicion. The patient was to have a new pump implanted to resolve the issue.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Result code (B)(4) no longer applies, and conclusion code has been updated to code. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The patient's pump was explanted and returned to the manufacturer for analysis. No further complications were reported as a result of the event.